Event description:
It was reported that the patient ams 700 was removed on unknown date and reimplanted with a new one due to unspecified reason. Additional information received stated that the reservoir migrated and extruded into the bladder.